Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion. The device was explanted and replaced. It was also reported that the patient experienced diaphragmatic nerve stimulation by the left ventricular (lv) lead. The lead exhibited an abrupt threshold increase and was reprogrammed to unipolar. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.